Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 6f amplatzer torqvue delivery system was chosen for a procedure. After the delivery system was flushed with saline solution, the physician inserted the dilator into the sheath and observed a deformation at the distal tip of the sheath. The delivery system did not contact guidewire before the split tip/deformation was noted and the device was flushed according to IFU. Because a non-abbott device release had failed minutes earlier, the physician had requested use of a 10mm amplatzer vascular plug with the same 6f system. Upon identifying the distal tip deformation, the physician elected to switch to a new 6f amplatzer torqvue delivery system to prevent potential damage to the patient¿s artery or vein. The procedure was then completed successfully with the second system, and the 10mm amplatzer vascular plug was implanted as intended. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.